Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while trying to load peristrips into the device's staple, the cartridge dislodged. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both staple cartridges were found to be detached from their respective devices. Visual inspection of both staple cartridges noted the presence of staples. The first staple cartridge was found with reinforcement material and was found to be cracked. Both instruments were found to have proper welding marks. Functional testing could not be performed on either instrument due to the disengaged staple cartridges. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the condition can occur due to rough handling. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.